Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing facial erosion, dry mouth and headache. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous follow up report the manufacturer incorrectly reported section b4 as 01.11.2022, the correct report date should been 11.01.2022. Section b4 has been corrected / updated.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing facial erosion, dry mouth and headache. There was no report of serious patient harm or injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In section g4, h6 has been corrected/updated.